Manufacturer narrative:
Unit had unresponsive all buttons due to unlocked j2/lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. Unit had cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage on the battery compartment side. The customer's blood glucose level was 10 mmol/l. The customer was advise to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.